Manufacturer narrative:
Based on the results of the investigation, the foggy image was likely caused due to damage of the objective lens; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the thoraco videoscope exhibited a foggy image. There were no reports of patient involvement.